Event description:
Complaint alleged that the head section will not go up. No injury reported.

Manufacturer narrative:
Tech found the bed in the bed shop. Found - the head section is all the way down and will not go up from either siderail. Cause - the head up valve was stuck. Replaced the head up valve to resolve this issue.